Event description:
Customer reportedly obtained results of 154 mg/dl and 75 mg/dl on the compact plus system within 10 minutes. Customer ate and drank in response to symptoms at that time. No adverse event reported. Requested return of suspect system and replacement sent.